Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
The lead was explanted, returned and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.